Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, serial/lot #:(B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during an installation of a navigation system the siu was run and a qr (quick response) code was generated. When scanned by quickmark the codes are accepted but the data file is incomplete, with the mdt¿terminator missing. The probable cause is the¿os (operating system) 2.0.1 appears to provide a much larger level of detail in the siu which overloads the character limit. Analysis of the demo system with every software license installed with os 1.0.5 had an siu character count of 3359. There was no patient involvement.